Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right radial artery (arm elbow location). When a non-abbott diagnostic catheter was advanced over the balance middleweight (bmw) universal guide wire (gw), but friction/resistance was met when reaching the height of the elbow. It was noted that the bmw gw broke in two pieces. The proximal portion of the core gw was able to simply removed and the mid-portion that separated was successfully removed with snare technique. It was confirmed that nothing was left in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot the investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the reported removal of foreign body was due to a separation of the guide wire in the anatomy. Factors that may contribute to a difficult to advance guide catheter over the guide wire include, but are not limited to, diameter of the guide wire, inner diameter of the guide catheter, damage to the guide wire, or damage to the catheter. Factors that may contribute to material separation of the guide wire include, but are not limited to, corrosion resistance, tensile strength, damage to the guide wire, torsional strength, or excessive force applied. In this case, it is possible that inadvertent damage to the guide wire during the procedure or preparation may have contributed to the noted kinked core. Interaction between the kinked guide wire and guide catheter, as resistance was noted, may have resulted in the reported difficult to advance. Manipulation of the guide wire during its interaction with the guide catheter possibly contributed to the noted stretched coils and reported material separation (core); however, this cannot be confirmed. The separated portion of the guide wire was successfully removed with snare technique. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.